Event description:
Hill-rom has found that some of our affinity four birthing beds, manufactured between the dates specified above, may experience problems with the brakes. This may result in unwanted bed movement. Brakes checked and they hold ok.